Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by mbc chimaera. There is no patient involvement. Requires dd.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred UK. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same hospital, livanova learned that the device was cleaned regularly as per the instructions for use, that the h2o2 monitoring was applied as per instructions for use and a pall filter was used for tap water. The hospital does not use patient reusable heating blankets and aerosol collection set is replaced after the allowed use period. The device is placed inside the operation theater during use, with the fan of the device positioned opposite to the patient, at an estimated distance between the surgery field and the device of at least 2 meters. Prior to initial operation and prior to storing the heater-cooler, its surfaces and water circuits are disinfected. In addition, when the device is not used, it is stored full of water, however h2o2 is not checked daily but only from monday to friday. This is not in accordance with device instructions for use and this deviation may have led/contributed to the reported contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
UDI related data quality updates only. D.4. This supplemental report is sent as correction to the previous submitted MDR to correct format of the UDI code which was initially provided without parentheses. The correct UDI code has been updated in the dedicated section d.4. Primary unique device identification (UDI) number.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2019 and one other similar event has been reported. Taking into account that when the device is not used, it is stored full of water and in this case hydrogen peroxide (h2o2) check is not performed every day as prescribed by the IFU but only from monday to friday, it cannot be ruled out that this deviation from the maintenance procedure reported in the instruction for use may have led/contributed to the reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.